Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6). (B)(6). Operative report. Preop diagnosis: ventral incisional hernia x 2. Preop indication: prevent complications, treatment. Assistant: (B)(6). Postop diagnosis: ventral incisional hernia times two. Procedure: open ventral excisional herniorrhaphy with gore-tex mesh underlay. Drainage: 1 jackson-pratt drain. ¿the patient was properly identified, brought to the operating room and placed in the supine position on operating table. After induction of general endotracheal anesthesia, the abdomen was prepped and draped in usual sterile fashion. The previous midline incision was incised from approximately the xiphoid to just at the level of the umbilicus. Dissection was taken down to the subcutaneous tissues, and the fascia was identified. There were several small defects in the abdominal fascia in a swiss-cheese pattern with the largest being approximately 3 cm in diameter at the level of the umbilicus. Her fascia was very tenuous and thinned out along most of the length of the abdominal wall. She had some ectopic calcifications in the right side of the abdominal wall along the previous right upper quadrant incision. The fascia and defects were all opened and connected, and lysis of adhesions was performed with the omentum and small bowel underlying the fascia for approximately 6 cm in all directions. The umbilicus was left intact at the lower portion of the incision. During the lysis of adhesions, a small thermal injury occurred to a loop of the small intestine which was then oversewn with 2-0 silk imbricating sutures. Hemostasis was obtained on the omentum as necessary. The extent of the abdominal wall defect was approximately 19 cm in length. The subcutaneous tissues were dissected off the abdominal wall fascia for approximately 4 cm circumferentially around the fascial defect. A piece of gore-tex mesh, approximately 23 x 10 cm was fashioned and sewn to the undersurface of the abdominal wall with the rough surface up, creating approximately a 3 cm overlap circumferentially around the fascial defect. The gore-tex was sutured in place with 0 gore-tex sutures. Once the gore-tex mesh was secured, it appeared to be taut but not under tension. The fascia was then closed over the mesh with interrupted 0 prolene sutures. A 10 french round jp drain was then placed into the subcutaneous space through a separate stab wound in the right abdomen. The wound was closed with interrupted 2-0 vicryl sutures for the subcutaneous tissue and running 4-0 vicryl subcuticular suture for skin. The patient tolerated the procedure well and was transferred to the post-anesthesia care unit in stable condition.¿ wound type: type I- clean. Product identification records for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2009: (B)(6). (B)(6), md. Operative report. Preop diagnosis: high-grade malignant mixed mullerian tumor. Preop indication: postmenopausal bleeding. Assistant: (B)(6), mbbs; (B)(6); (B)(6). Postop diagnosis: stage 1b uterine carcin[illegible]. Extensive diverticulosis. Extensive adhesions. Procedure: exploratory laparotomy. Lysis of adhesions greater than three hours. Total abdominal hysterectomy. Right salpingo-oophorectomy. Bilateral pelvic lymphadenectomy. Right para aortic lymphadenectomy. Omental biopsy. Repair of two uprooted diverticula. Drainage: 2 drains, 1 foley catheter, 1 ng tube. ¿the patient was brought to the operating room where she underwent general anesthesia. She was prepped and draped in the supine position. A secondary midline incision was made excising her previous scar. Superiorly, I encountered the gore tex mesh and divided this in order to gain entry into the abdomen. Upon entry into the abdominal cavity, I encountered significant adhesions between the abdominal wall and loops of bowel as well as between the residual omentum and separate loops of bowel. We meticulously used a combination of sharp dissection as well as cautery when safe in order to continue the exploration. The incision was extended slightly above the umbilicus, and using meticulous care we spent greater than three hours dissecting the loops of bowel free from their attachments to each other and to the abdominal wall. In the process of dissecting the transverse colon off of the gore tex mesh, I encountered two diverticula that were inadvertently uprooted. These were repaired in two layers with 3-0 pds on the mucosa and imbricated with interrupted 3-0 silk. We then continued to carefully take down adhesions between the small bowel as well as in the pelvis. We identified the uterus which was adherent to the bladder. This, using a combination of sharp dissection and cautery, the bladder was dissected free from the uterine fundus. The vesicovaginal space was identified, and the bladder was reflected down off of the uterus. Once all of the small bowel as well as the remaining left-sided large bowel were freed from the reproductive structures, I entered the retroperitoneum bilaterally. On the left side, there was no identifiable ovary or fallopian tube. In addition, it appeared as though the round ligament had previously been transected. Thus, I anticipate that her left ovary and tube were removed at a prior surgery for diverticulitis. Nevertheless, the retroperitoneum was entered, and the ureter was identified in the left pelvis. This was adherent to the left external iliac vein and artery and was dissected free using sharp dissection. Attention was then turned to the right adnexa. The round ligament was transected and the retroperitoneum entered. The ureter was identified and the infundibulopelvic vessels were isolated, clamped, cut, and ligated. The right tube and ovary were easily identifiable and freed from their peritoneal attachments. At this point, the rectum was dissected off of eh posterior portion of the uterus, and the uterosacral ligament identified. The uterine vessels were clamped and cut. A circumferential incision was made around the superior portion of the vagina, and the uterus as well as the right tube and ovary were removed and sent to pathology. The vagina was then closed in a two layered fashion, and the uterine vessels were doubly ligated incorporating them into the vaginal cuff closure. At this point, hemostasis was assured, and the pelvis was irrigated. Attention was then turned to the right pelvic lymph node bearing area. A systematic right pelvic lymphadenectomy was performed submitting external, internal, and common iliac lymph nodes as well as lymph nodes from the obturator space. Attention was then turned to the left pelvic lymph node bearing area and the same procedure performed. The left side was made much more difficult given her previous colon resection and obesity. We then proceeded to perform a right para aortic lymphadenectomy excising the gonadal vein up to the level of the ivc [inferior vena cava]. The systematic right para aortic lymphadenectomy was carried up to the level of the renal vessels. Given her previous left-sided colon surgery and extensive adhesions between the left side of the colon and the anterior abdominal wall, I elected not to perform a left para-aortic lymphadenectomy as I felt the risk of bowel injury given her extensive diverticulosis was higher than the benefit. At this point, we performed a large omental biopsy. The omentum itself appeared normal. All lymph nodes were negative on frozen section. At this point in time, hemostasis was assured, and the abdomen and pelvis were irrigated with several liters of warm normal saline. Any serosal defects at this point in time had been reinforced with interrupted [illegible] silk. There were no enterotomies. Two deep pelvic drains were placed and the bowel returned to its appropriate orientation. The fascia and gore-tex graft were closed with interrupted 0 prolene. The skin was closed with 3-0 monocryl in subcuticular fashion. Estimated blood loss was 1000 cc.¿ wound type: type ii- clean-contaminated. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preop diagnosis: midline abdominal wall draining sinus. Preop indication: alleviate symptoms, prevent infection. Assistant: (B)(6), md. Postop diagnosis: suture granuloma to level of redundant mesh. Procedure: abdominal wall soft tissue excision and excision of redundant mesh. ¿arrangements had previously been made for the patient to have a home wound vac device. The patient brought this with her today for her procedure. The patient was brought to the operating room and placed in the supine position on the operating room table. After induction of general endotracheal anesthesia, the patient's abdomen was prepped and draped in the standard sterile fashion. Immediately noted was the midline abdominal draining sinus. There were two smaller sinuses inferior to this in her abdominal wall that were not draining. A surgical pause was performed to confirm the correct patient and procedure. Perioperative antibiotics were given. A skin incision was made circumferentially around the draining sinus. Dissection was carried down through the subcutaneous tissue with electrocautery. It was noted that the sinus extended to the level of mesh. There were several existing sutures in the area. The sinus and the surrounding subcutaneous tissue were removed in entirety and sent to pathology. The mesh was noted to be redundant at the base of the wound. The redundant mesh was excised. There were no gross signs of infection after removal of the sinus. There was no purulence. Agglutinated bowel contents were visualized deep to the mesh. The leaflets of mesh were closed with interrupted 0 vicryl sutures. The wound was copiously irrigated with hibiclens and then sterile saline. Approximately 1 l was used. Local anesthetic was used to infiltrate the wound. A small wound vac sponqe was placed in the wound and placed to 125 mmhg of continuous suction. The patient tolerated the procedure well, was transferred to the postanesthesia care unit in stable condition. Arrangements were made for the patient to return to the operating room for an outpatient procedure in two days¿ time for wound inspection and vac change. The measurements of the wound were 4 cm in length x 5 cm in width x 1 cm in depth.¿ wound type: iii- contaminated. (B)(6) 2015: [missing records: a pathology report detailing analysis of the specimens removed during the (B)(6) 2015 procedure was not provided.] (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preop diagnosis: open abdominal wound, status post partial mesh excision and suture removal. Preop indication: promote wound healing. Assistant: (B)(6), md; (B)(6), mbbs. Postop diagnosis: open abdominal wound, status post partial mesh excision and suture removal. Procedure: wound irrigation. Vacuum-assisted wound closure. ¿the patient was brought to the operating room, placed in a supine position on the operating room table. Under deep sedation, the incision area was prepped and draped in standard sterile fashion. A procedural pause was performed. Previously placed vacuum dressing was removed, and counts were correct. The wound bed was inspected. Mesh was obviously exposed, and the wound bed appeared clean. This was then irrigated with hibiclens as well as saline. Wound dimensions 4 x 5 x 1 cm. A single-placed wound vac sponge was then placed in the wound bed. Occlusive dressing was placed. This was hooked up to suction. The patient tolerated the procedure well.¿ wound type: type iii- contaminated. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preop diagnosis: suture granuloma and chronic mesh infection. Preop indication: treat infection, restore anatomy. Assistant: (B)(6), md. Postop diagnosis: suture granuloma and chronic mesh infection. Procedure: washout abdominal wound. Antibiotic bead placement. Delayed primary closure. Incisional wound vac placement. Findings: there is a clean midline abdominal subcutaneous wound with no gross evidence of infection including no purulence. There is mesh at the base of the wound. Procedure: ¿the patient was brought to the operating room and placed in the supine position on the operating room table. After induction of monitored anesthesia care, the patient's abdomen was prepped and draped in the standard sterile fashion. Vancomycin was started for perioperative antibiotics prior to beginning the procedure. A surgical pause was performed to confirm the correct patient and procedure. The existing subcutaneous wound vac sponge was moistened and removed easily. The subcutaneous wound appeared clean. There was no purulence. At the base of the wound was the mesh without any evidence of gross infection. The wound was irrigated with 1 l of sterile saline. The previous vicryl sutures placed in the leaflets of mesh were removed, and these were replaced interrupted pds sutures. Four antibiotic beads on an 0 prolene suture were placed into the wound. These were constructed with vancomycin and gentamicin. We proceeded with delayed primary closure. To avoid significant dog-ears, a triangle of skin was removed from the superior and inferior portions of the wound to create an ellipse. This was then closed in layers over the antibiotic beads with interrupted 2-0 and j-o vicryl sutures and then a running 4-0 monocryl. Local anesthetic was infiltrated. An incisional wound vac was placed. The patient tolerated the procedure well and was transferred to the postanesthesia care unit in stable condition.¿ wound type: type IV- dirty or infected. (B)(6) 2016: (B)(6). (B)(6), md; (B)(6), md. Operative report. Preop diagnosis: draining midline sinus. Preop indication: concern for ongoing mesh infection. Assistant: (B)(6), md; (B)(6), aprn, cnp, dnp. Postop diagnosis: draining midline sinus. Procedure: evaluation of midline wound under endotracheal anesthesia. Removal of previously placed antibiotic beads. Excision of sinus tract. Debridement of midline wound. Temporary closure of gore-tex mesh. Placement of three antibiotic beads. Operative dictation: ¿the patient was placed supine on the operating table under general endotracheal anesthesia. The abdomen was prepped and draped in the usual sterile fashion. Following a surgical pause, the prior midline incision was opened up, extending from the area of the sinus tract. The previous antibiotic beads that had been placed where removed, and all four beads were accounted for. A culture swab was placed deep within the wound, and this was then sent for culture. There was evidence of mucopurulent drainage along the soft tissue edges. Multiple pds sutures, which had been partially dissolved were removed from the abdomen, leaving the gore-tex mesh exposed. As the previously placed pds sutures, which had been used to close the redundant portion of the gore-tex, had absorbed, there was an area in the midline, where the gore-tex mesh was separated with agglutinated bowel present beneath. Due to the concern for ongoing infection, the gore-tex mesh was closed with multiple interrupted 0 pds sutures. The wound was then copiously irrigated. The sinus tract was excised in its entirety. Antibiotic beads were created, and three large beads were placed within the wound. These were connected by a prolene suture. The subcutaneous tissues were then closed with buried interrupted 3-0 vicryl sutures. The skin was closed with a running 3-0 vicryl. Sterile dressing was applied. The patient tolerated the procedure well and was transferred to the pacu in stable condition. As pds sutures were used at this operation, due to concern for ongoing infection, when the patient returns to the operating room in six weeks for removal of the antibiotic beads, the gore-tex mesh should be again closed at that time using a permanent suture to ensure adequate and permanent closure.¿ wound type: type IV- dirty or infected. (B)(6) 2016: [missing records: a pathology and culture report detailing analysis of the specimens obtained during the (B)(6) 2016 procedure was not provided.] (B)(6) 2016: (B)(6). (B)(6), md. Operative report. Preop diagnosis: abdominal mesh infection, status post excision and sinus tract debridement, antibiotic bead placement. Preop indication: continuation of staged procedures and sterilization of gore-tex mesh. Assistant: (B)(6), md. Postop diagnosis: history of abdominal mesh infection. Status post sinus tract excision, debridement, and antibiotic bead placement. Procedure: reopening of abdominal wound. Removal of antibiotic beads. Reclosure of gore-tex mesh. Washout. Closure of skin. Premedication: ancef. Specimens: abdominal fluid and abdominal swab. ¿mrs. Destazio was taken to the operating room. After gentle general anesthesia, the surgical area was prepped and draped in the usual fashion. Procedure pause was performed. The skin was opened. Swabs of abdominal fluid were obtained. Antibiotics then were given. Inspection of the abdomen showed no evidence of active infection. A gore-tex mesh obviously exposed after skin incision. No fascia or tissue covering the gore-tex. Three antibiotic beads were removed, counted, and confirmed with previous documentation. Gore-tex mesh was closed in the middle with pds sutures already started in a disintegration process as expected. Prolene sutures were added as a form of permanent suture in order to prevent this mesh opening and causing herniation. Three liters of waterpik were used for fully irrigating the wound, and the skin was closed with intermittent mattress sutures. A pico system was placed on top of the wound for a total of six days as a negative pressure dressing. The patient was extubated after some trials with hypoxia. Chest x-ray was obtained and negative for any pneumothorax or active concerning injuries. The patient was extubated and oxygenation did improve afterwards and sent to the pacu for close observation.¿ wound type: type iii- contaminated. (B)(6) 2016: [missing records: a culture report detailing analysis of the specimens obtained during the (B)(6) 2016 procedure was not provided.] (B)(6) 2016: (B)(6). (B)(6), md; (B)(6), md, mph. Operative report. Preop diagnosis: infected gore-tex mesh. Preop indication: source control for infectious process. Assistant: (B)(6), md. Postop diagnosis: infected gore tex mesh. Infected mesh. Procedure: removal of infected gore-tex mesh. Drainage: none. Mrs. (B)(6) was taken to the or, and after gentle general anesthesia, surgical site was prepped and draped in the usual fashion. After a procedural pause, using knife and cautery, we went down through the skin, subcutaneous tissue, until we encountered the mesh, which was visibly exposed just under the subcutaneous tissue. No fascia had to be divided. Mesh was sutured to the abdominal wall, and this was released using scissors, and the totality of the mesh was removed in one piece. The fluid deeper to the mesh obtained for cultures as well as a piece of mesh and tissue. All were sent for cultures. At the point where attaching to the abdominal wall, we could not identify the fascia from muscle form bowel. There was agglutinated tissue I am assuming on top of the small bowel that could not be accessed. At that point, I decided not to mobilize any more tissue, leave this there, and use it as a protective barrier against the small bowel where new granulation tissue would grow. From there, we went ahead, and I then opened more proximal to the incision where the xiphoid was palpable. I opened the fascia into the abdominal cavity until we had full access to this site for the xiphoid mass. At that point, dr. (B)(6) stepped into the or and excised the xiphoid completely, and cultures were obtained as well. Please refer to dr. (B)(6) dictation for this portion of the surgery¿ ¿ dictated by dr. (B)(6). ¿I was not the primary surgeon. I was the secondary surgeon. The abdomen was already open, and the midline mesh had already been excised when I was called into the operating room. I arrived into the operating room and assisted in removing the xiphoid form the sternum. We removed 1 cm of the sternum and sent this for pathologic evaluation. We removed the large 4 x 4-cm mass in the subxiphoid area, and we also exposed the area back to the fascial edges. We did find a large, calcified, partial soft, tissue mass in the subxiphoid region, and this was regionally excised with bovie electrocautery. There were no complications. All sponge and instrument counts were correct at the completion of the surgery¿ ¿ dictated by dr. (B)(6). ¿after that, we obtained good hemostasis. This area of the fascia was closed primarily with vicryl mesh. The rest of the wound was left open and was packed with kerlix roll. The patient did well and awoke easily from anesthesia. We extubated her, she went to the pacu and from there to the ICU for further cares.¿ wound type: type IV- dirty or infected. (B)(6) 2016: [missing records: a pathology and a culture report detailing analysis of the device removed and the specimens obtained during the (B)(6) 2016 procedure were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for alleged unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot # of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: re-closure of mesh (B)(6) 2016, mesh infection, mesh removal, additional surgery. Additional event specific information was not provided.